Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent med(micro endoscopic discectomy) at l4/5 due to herniation. Post-op, the gripping part of the product broke. There were no patient symptoms or complications reported as a result of this event.